Manufacturer narrative:
E1: patient city: (B)(6). Patient country: croatia. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in croatia. It was reported that the child patient faced an event on (B)(6) 2025 where insulin did not come out of tubing. The blood glucose level of the patient was high which was treated with pen. No further information available.